Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the customer's reported issue. Log file and screen shot of service screen revealed defective inspiration valve. To resolve the issue the inspiration block needs to be replaced.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles and pictures of the screen shots shows that the circuit test has failed due to leak and compliance. Inspiration block/valve test perform twice one in september and one in october, both failed the step lost test. The inspiration block is defective and will require replacement. Vyaire technical support suspected that some damage to the blower have been taken place. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that while doing a quick check the bellavista 1000 was on stand by for a log time, and restarted by the technician. The unit shows alarm 401 "inspiration valve or device leaky". The customer confirmed that there was no patient involvement associated from the reported event.